Event description:
Pentax medical was made aware of an event which occurred in the united states stating there was "no video image" involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The customer stated blue screen code 5 message. The customer responded to a good faith effort request for additional information via email on 19-oct-2021 and stated the reported no video image occurred during procedure. There was no report of death, serious injury or other significant/important medical event and the patient was reported as stable and is not being recalled for further screening. The device was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility performed pre-procedural checks and use for the product involved and follows all ifus. The customer owned endoscope was received by pentax medical for evaluation on 13-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint of no video image but did document the following inspection findings: umbilical cable bump at pve side, distal body scratched, passed wet leak test, passed dry leak test, grooves in suction cylinder threads, umbilical cable, single residue, insertion tube mild discoloration at stage 1, umbilical cable bump under pve root brace. The device underwent repairs including the following components: o-rings and seals. The endoscope was repaired and approved by final qc on 21-oct-2021 and was delivered to the customer under delivery order (B)(4). Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 28-oct-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 11-jan-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-jan-2018.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.